Manufacturer narrative:
The mindray field service representative verified the proper operation of benevision n1 (serial number (B)(6)). System logs of patient databases, device ip addresses, and room numbers were collected for analysis, and no malfunction was confirmed. The patient monitor was generating ECG technical alarms, indicating that the ECG leads were not connected to the patient. In addition, it alarmed when ECG waveforms were unavailable. These alarms are consistent with the event description, which stated that the patient was moving too much. According to the benevision n series patient monitor operator's manual (part number 046-011259-00) alarms table, the recommendation is that after the device alarms for ECG lead-off, the user needs to check the connection of the electrodes and lead wires. Mindray benevision n1 performed per specifications.

Event description:
The customer reported that a patient was connected to spo2 and the ECG displayed "leads off" as the patient was moving too much. ECG alarm was missed and the patient was found unresponsive and CPR was initiated. Resuscitation efforts were not successful and the patient expired on (B)(6) 2024 at 2:30am.

Manufacturer narrative:
The mindray field service representative verified the proper operation of benevision n1 (serial number (B)(6)). System logs of patient databases, device ip addresses, and room numbers were collected for analysis, and no malfunction was confirmed. The patient monitor was generating ECG technical alarms, indicating that the ECG leads were not connected to the patient. In addition, it alarmed when ECG waveforms were unavailable. These alarms are consistent with the event description, which stated that the patient was moving too much. According to the benevision n series patient monitor operator's manual (part number 046-011259-00) alarms table, the recommendation is that after the device alarms for ECG lead-off, the user needs to check the connection of the electrodes and lead wires. Mindray benevision n1 performed per specifications. Correction f.10 medical device problem code (a): from 3015 to 1012.

Event description:
The customer reported that a patient was connected to spo2 and the ECG displayed "leads off" as the patient was moving too much. ECG alarm was missed and the patient was found unresponsive and CPR was initiated. Resuscitation efforts were not successful and the patient expired on (B)(6) 2024 at 2:30am.

Manufacturer narrative:
The mindray field service representative verified the proper operation of benevision n1 (serial number (B)(6)). System logs of patient databases, device ip addresses, and room numbers were collected for analysis, and no malfunction was confirmed. The patient monitor was generating ECG technical alarms, indicating that the ECG leads were not connected to the patient. In addition, it alarmed when ECG waveforms were unavailable. These alarms are consistent with the event description, which stated that the patient was moving too much. According to the benevision n series patient monitor operator's manual (part number 046-011259-00) alarms table, the recommendation is that after the device alarms for ECG lead-off, the user needs to check the connection of the electrodes and lead wires. Mindray benevision n1 performed per specifications. Correction: b2 and b3 (correcting the year date) and d4 (correction of the UDI).

Event description:
The customer reported that a patient was connected to spo2 and the ECG displayed "leads off" as the patient was moving too much. ECG alarm was missed and the patient was found unresponsive and CPR was initiated. Resuscitation efforts were not successful and the patient expired on (B)(6) 2024 at 2:30am.

Event description:
The customer reported that a patient was connected to spo2 and the ECG displayed "leads off" as the patient was moving too much. ECG alarm was missed and the patient was found unresponsive and CPR was initiated. Resuscitation efforts were not successful and the patient expired on (B)(6) 2024 at 2:30am.

Manufacturer narrative:
The investigation is ongoing, pending additional information from the customer and review of event logs.